Event description:
It was reported from the netherlands that upon receipt of a newly purchased attachment device at the hospital, it was observed that it looked used and worn; and that the driver shaft showed signs of wear. During in-house engineering evaluation at pre-testing, it was discovered that the device was found to have a high temperature. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.